Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after using a bd insyte¿ autoguard¿ shielded IV catheter and pressing the safety mechanism button, the needle failed to retract. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: received one used non-retracted unit in an opened package on (B)(6) 2018 from catalog number 38183314, lot number 7185822 in (B)(4). A review of the device history record was completed for sub-assembly #8607680, lot 7090810 manufactured in 04-dec-17 used in claimed lot 7185822. The batch was analyzed for "needle retraction" and ¿part activation¿ tests, and it was not evidenced record of failure of activation of the part during the analysis of these batches. There are no records of quality notification or reports of non-conformity that could lead to incidents in to the lot involved in this complaint were evidenced. Unplanned maintenance: the corrective maintenance history in the manufacturing period of the assembly lot involved in this complaint was evaluated and no records were recorded that could clearly indicate a failure of the activation of the part due to misalignment of station 5.54.4. Bd was able to verify the needle was partially retracted, and with an internal damage in the grip that caused the safety mechanism did not move completely. Based on the investigation of this complaint it believed that a failure occurred at station 5.54.4 of the product assembly machine causing damage inside the grip when a claw of the machine picks up this grip in the inner causing the damage evidenced. This damage causes a burr inside the grip that block the retraction of the needle occurs until the end causing this kind of complaint. An update has been performed on the station software that loads the plug inside the grip, so when there is misalignment at the station causing damage inside the grip, the sensor can detect this damage and discard the damaged part from the other parts.

Event description:
It was reported that after using a bd insyte autoguard shielded IV catheter and pressing the safety mechanism button, the needle failed to retract. There was no report of exposure, injury or medical intervention.